Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had the medication that had been discontinued, and the patient did not have an active medication order. A technical support specialist (tss) dialed into the server and searched the patient's medical record number to review the visit and order details. The tss found that the medications had not been marked as discontinued. The tss advised the customer to contact the active directory team to update the order status. Later, dialed back into the server and confirmed that the order had been discontinued, and the customer was able to discontinue the medications. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that bd pyxis¿ es server had a malfunction where medication was available in pyxis but has been discontinued. The patient does not have an active medication order of lorazepam. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.